Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that there was no anomalies with the rv lead thresholds and the rv lead thresholds has been stable since implant. The threshold issues were all related to the ra lead when the patient had varying heart rates. It was also stated that no total loss of capture was observed on the ra lead. The potential total loss of capture was speculation by the device nurse when patient was at high heart rates. It was also noted that the patient stated they felt worst when up and walking and that it went away when he sat down. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that one week post implant of an implantable pulse generator (ipg) system, it was noted that when the patient's heart rate was in the seventies, the right atrial (ra) lead exhibited no capture and high ra thresholds. The ra lead remains in use. It was further reported that the the patient could feel a sensation of pacing while active but when they sat down it went away. It was also noted that the ra lead thresholds were variable at different rates and far field r-wave (ffrw) oversensing was exhibited. The right ventricular (rv) lead exhibited high thresholds at higher heart rate's in the eighties or nineties but the thresholds were within normal ranges at sixty beats per minute. The rate response feature was turned off and the ra lead outputs and sensitivity were reprogrammed. It was further reported some parameters were adjusted to try ensure there was consistent ra lead capture when the patient was at higher heart rates. The patient seems was noted to be doing okay with the adjustments. The right ventricular (rv) lead remains in use. The implantable pulse generator (ipg) remains in use. No further patient complications have been reported as a result of this event.